Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery the tip of the guide broke while the surgeon was using it. There was no backup product, so the surgeon used the broken guide to complete the surgery. As a result, the surgery was completed without any trouble. Attempts have been made and additional information on the reported event is unavailable.